Manufacturer narrative:
This event was initially reported as a malfunction for image quality issue. Upon additional information provided, this event is no longer reportable. Additional information confirmed that the issue was blurry image and that there was no full loss of image. The same device was used to complete the medical procedure. This event description most likely indicates ¿poor quality image output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. No report will be filed.

Event description:
This event was initially reported as a malfunction for image quality issue. Upon additional information provided, this event is no longer reportable. Additional information confirmed that the issue was blurry image and that there was no full loss of image. The same device was used to complete the medical procedure. This event description most likely indicates ¿poor quality image output¿. The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. No report will be filed.

Event description:
It was reported that there was an image quality issue.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.